Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50 mg/dl. The customer's blood glucose was 246 mg/dl at the time of call. The customer stated that they corrected the low blood glucose with syrup. The customer stated that the drive support cap appeared normal. The customer stated that the reservoir was showing the more amount of insulin than shown on the status screen. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer also reported that they experienced high blood glucose of 318 mg/dl and corrected by bolus. The insulin pump will not be returned for analysis.